Manufacturer narrative:
In this event it was reported that a proultra endo tip broke during use; no injury resulted. While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a proultra endo tip broke as soon as doctor started to use it. Tech emailed office to discover setting and job the tip was intended to be used for. I will replace tip this time and educate on settings on parameters and what each tip is used for.

Manufacturer narrative:
Evaluation of the returned device found it was broken as indicated in the complaint. A DHR review was conducted with no discrepancies noted.